Manufacturer narrative:
The device has been returned and will be analyzed. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this pacemaker system exhibited right atrial and right ventricular noise and oversensing, resulting in pacing inhibition. The patient experienced greater than two seconds of asystole. The physician believed that the patient had been in surgery at the time. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced due to a therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited right atrial and right ventricular noise and oversensing, resulting in pacing inhibition. The patient experienced greater than two seconds of asystole. The physician believed that the patient had been in surgery at the time. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced due to a therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker system exhibited right atrial and right ventricular noise and oversensing, resulting in pacing inhibition. The patient experienced greater than two seconds of asystole. The physician believed that the patient had been in surgery at the time. The device remains in service. No adverse patient effects were reported.